Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the tortuous right coronary artery. A 3.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the tortuous right coronary artery. A 3.00x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a promus element,mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and microscopic examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).